Event description:
While the surgeon tried to re-fix the achilles tendon on the tuber calcanei, the anchor broke. Due to the fact that the anchor had to be drilled off, there was a big defect at the tuber calcanei. The procedure was completed by using a traumatology screw. The broken anchor was removed. A delay of thirty-minutes resulted.